Event description:
It was reported to medtronic minimed that the customer experienced crack was seen on reservoir and battery compartment. The customer reported no adverse event. The event involved product(s) mmt-511wwl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-511wwl was requested and the customer response was that the device returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: unit had cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label, stained end cap sticker. In summary, pump have cracked case at display window corners, cracked case at reservoir tube window corners confirmed. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.